Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured between july 08, 2018 - july 09, 2018. The actual device was not available; however, one companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test was performed and a leak was observed at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.